Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that the reservoir had air bubble anomaly. The customer reported via phone call that the about 150 mg/dl. Customer stated that when he purged air bubbles from reservoir while insulin was still attached to transfer guard holding it and when he removed it there were air bubbles that went back in the reservoir and he re-inserted reservoir into the safety guard and tried to purge the air bubbles and it was not working. Customer stated that the approximate size of air bubbles were one big one probably about size of head of pin bigger than the size of champagne bubble might be 1/4th of a centimeter might be 1/16th of an inch. Troubleshooting was performed for air bubble anomaly. The reservoir will not be returned for analysis